Manufacturer narrative:
(B)(4). The recipient reportedly experienced a skin flap infection. On (B)(6) 2016, the recipient was treated with IV ciprofloxacin for four months. The recipient was hospitalized from (B)(6) 2016. The recipient was recommended non use of the device for three months. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced facial edema and fever, with blood secretion in the external auditory meatus. The recipient was hospitalized (dates unknown) and treated with IV ciprofloxacin. The recipient's device was activation and the implant site showed no signs of inflammation. The recipient then experienced dehiscence of the suture with blood secretion and device exposure. The recipient was treated with local bandaging, however, the issue was not resolved. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient's infection has reportedly resolved.